Event description:
It was reported that the product was sent to case cart area for testing. The product was confirmed to be nonfunctional.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was received with the mount loose. The handpiece was connected to a generator, evaluated with a test instrument and no error codes were displayed. During testing, the phase margin was found to be out of specification, however, this is not related to having an error code. The instrument was disassembled to inspect internal components and a torn acoustic isolator and evidence of moisture ingress were found. The hand piece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If steam enters the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. It is probable that the loose mount and moisture ingress affected hand piece functionality resulting in the reported error code 3.